Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the system 6 aseptic battery housing opened during a surgical procedure. Another housing was used to complete the case without any procedure delay. There was no medical treatment or intervention and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event was not able to be confirmed as the battery housings were not returned for evaluation. Device not returned for evaluation.

Event description:
It was reported that the system 6 aseptic battery housing opened during a surgical procedure. Another housing was used to complete the case without any procedure delay. There was no medical treatment or intervention and no adverse consequences associated with the device.